Manufacturer narrative:
(B)(4). Date sent: 04/11/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. Were there any staples missing from the staple line? No information. Who fired the device? The doctor did. What was the users experience with the device? He is familiar with the device.

Event description:
It was reported that during lap sigmoidectomy, it was found that the deployed staples were unformed and the target tissue was uncut after firing. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, the washer was uncut. The doctor commented that the crunch was heard at the firing.

Manufacturer narrative:
(B)(4). Batch # m52u6z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.